Event description:
It was reported to boston scientific corporation that an endovive standard peg kit push method was used during a percutaneous endoscopic gastrostomy (peg) placement procedure performed on (B)(6) 2024. During the procedure, the physician attempted to advance the peg tube over the guidewire; however, resistance was met. He tried to wet the guidewire and straighten the tube, but it would not advance all the way through the peg tube. Eventually, he was able to get the tube through the incision, but the guidewire completely unraveled in the process. It was reported that the guidewire was stuck in the transition zone. The procedure was completed with the same original endovive standard peg kit push method. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a1409 captures the reportable event of peg tube obstructed.